Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient resulted delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
E: initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) found that the data synchronization service was turned off. The tss rebooted the station, and the alert was cleared from the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.